Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the date of your initial surgery. What ethicon product was used? Do you know the product code or lot number? If in your possession, may we have a copy of your operative report(s)? Please advise us of your operative surgeon¿s name and contact information and the name and contact information of the doctor who is currently treating you. With your permission, ethicon may contact them regarding your experience. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). User facility medwatch form #: mw5109807.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing severe pain and bleeding just after the procedure. After several months, part of the mesh stuck out and the patient reported undergoing partial removal because the doctor couldn't remove the mesh completely as he was not trained to do so. The patient reported still developing infections because of the mesh and needing it completely removed. Additional information has been requested.